Event description:
When surgeon removed venous access device it was sheared. Approx. 4" - 5" remained in pts' r+ heart. It was transferred to another facility for cardiac cath & extraction. Procedure was completed without incident & pt was discharged home.